Event description:
It was reported that the patient experienced pauses and was brought into the hospital for interrogation, but the device was difficult to interrogate. Once the device was able to be interrogated, it showed "elective replacement indicator (eri) reached due to low voltage and high battery impedance." A full power on reset was also noted. After the message appeared they were no longer able to get telemetry. With magnet application pacing spikes were sometimes seen, but there was no capture. It was believed that the device had reached end of life status. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.